Manufacturer narrative:
Ime codes e1906 and e1310 were removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had worsening baseline symptoms, urge, incontinence, non-obstructive urinary retention, a return of baseline symptoms, urinary incontinence, urinary retention (cannot urinate). The issue was on-going. Patient did not have pain from the device or stimulation. The patient fell about a month ago and stated that they had bruising and were stiff and sore in general. The patient was going for x-rays this week. When they felt good enough to come to office, the plan per the healthcare provider (hcp) was to interrogate the device and make programming decisions as appropriate. The patient also stated that their device had not worked since the fall. The patient stated they did not feel stim at all. Additional information received from the patient. It was reported that the fall did not seem to have an effect on the device. Impedance check and x-ray were normal per healthcare provider (hcp). The patient changed to program 3 (2-,0+) at 1.0 with comfortable vaginal stim. The patient stated the uti wasn't cause by the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had worsening baseline symptoms, urge, incontinence, non-obstructive urinary retention, a return of baseline symptoms, urinary incontinence, urinary retention (cannot urinate). The issue was on-going. The patient was given antibiotics to treat a uti. Patient did not have pain from the device or stimulation. The patient fell about a month ago and stated that they had bruising and were stiff and sore in general. The patient was going for x-rays this week. When they felt good enough to come to office, the plan per the healthcare provider (hcp) was to interrogate the device and make programming decisions as appropriate. The patient also stated that their device had not worked since the fall. The patient stated they did not feel stim at all.